Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, bruxism, mobility. During a routine check-up (becoming slightly unstable), it was found that implant 24 was mobile, but asymptomatic.